Manufacturer narrative:
Device received with a critical pump error (open book error) and a pump error 35 found in the formatted history file. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm occurred one time. Customer¿s blood glucose level was 98 mg/dl. The insulin pump will be returned for analysis.